Event description:
Product analysis was completed on the explanted lead. During the visual analysis the connector ring quadfilar coil appeared to be broken approximately 140mm from the end of the connector boot. Scanning electron microscopy was performed on the connector ring quadfilar coil break (found at 140mm) and identified the area as being mechanically damaged with pitting which prevented identification of the coil fracture type. Pitting and residual material were observed on the coil surface. It is believed that stimulation was present for a certain period of time as evidenced by the presence of metal pitting. Low magnification sem analysis of the quadfilar coil shows characteristics typical of a lead discontinuity which may include material fracture, rough or pitted surface, thinned material thickness, (electro-etching or material dissolution). With the exception of the observed discontinuity, the condition of the returned lead portion is consistent with conditions that typically exist following an explant procedure. No other obvious anomalies were noted. The setscrew marks found on the lead connector pin provide evidence that, at one point in time, a good mechanical and electrical connection was present. Continuity checks of the returned lead portion were performed, during the visual analysis, and no other discontinuities were identified. The lead assembly had dried remnants of what appear to have once been body fluids inside outer and inner silicone tubes, in some areas; no obvious path other than the cut end and slice marks made during the explant. Product analysis was completed on the explanted generator. Various electrical loads were attached to the pulse generator and results of diagnostic tests demonstrate that accurate resistance measurements were obtained in all instances. A comprehensive automated electrical evaluation showed that the device performed according to functional specifications. The battery measure to be 2.973 volts, shows an intensified follow-up indicator (ifi)=no condition. The data in the diagaccum consumed memory locations revealed that 47.207% of the battery had been consumed. There were no performance, or any other type of adverse condition found with the pulse generator.

Event description:
Additional information was received noting that the patient had their generator explanted and the newly implanted generator also showed high lead impedance in the or. The patients lead was then replaced and the high lead impedance was resolved. Patients mother noted that the high lead impedance first occurred several weeks prior. The patient had their device programmed off for an MRI. Following the MRI, the patient went back to have their device programmed on and the hli was seen. The mother does not recall any trauma and the physician noted that they could not see any either. The explanted products have been received by the manufacturer; however, product analysis has not been completed to date.

Event description:
Patient presented with high lead impedance. No known surgical intervention has occurred to date. No other relevant information has been received to date.